Event description:
A biomet unicompartmental artificial knee became dislodged. This was the second time in 18 months that the device failed. Dates of use: 2006 - 2009. Diagnosis or reason for use: arthritis in one part of the knee.